Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The connector pin of the lead became extrinsically damaged due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant attempt, there was placement difficulty and the helix would not deploy after several attempts. When the right ventricular (rv) lead was removed from the body, the helix would still not deploy. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.